Event description:
It was reported that during a total knee arthroplasty the genesis ii post reflection a/p blk size 6 was noticed damaged due to wear and tear. No delay or injury reported. The procedure was finished using the same device.

Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cutting block is worn and misshapen. The slotted areas of the device have visible burrs and marring. A review of complaint history did not reveal additional complaints for the listed item. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.